Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported after the pipeline was deployed, a pta balloon was used to open the device further due to the carotid artery was flatten. Six days post procedure, the patient experienced subarachnoid hemorrhage and was readmitted to angio. The patient's ica was sacrificed using coils and had an open craniotomy for decompression. It was reported the patient experiencing neurologic deficit and complications associated with the subarachnoid hemorrhage.